Manufacturer narrative:
The customer did not request a service request to check the system nor did they send in samples for evaluation. Four lot numbers were supplied for balanced salt solution (bss) potentially used during the case. Review of the complaint history for each of the 4 lots, reveal that no complaint of the same nature was reported for any of the lots. These lots met all release criteria prior to product release. The root cause is unk at this time. An internal investigation, "investigation into increased reports of tass (toxic anterior segment syndrome)", concluded there is no evidence that tass is associated with the use of an alcon product. In addition, a tass task force, sponsored by the ascrs and under the leadership of dr (B)(6), met on an ongoing basis and compiled data regarding the increased incidence of tass cases. The tass task force final report dated (B)(4), 2006, found no conclusive epidemiologic data to suggest that any one product was responsible for the increase in tass cases that were reported. Careful analysis of the information provided did not reveal a single cause or point source related to this tass outbreak. Their investigation failed to identify evidence supporting an association between a shared product and the cases of tass reported. (B)(4).

Event description:
A customer reported possible cases of toxic anterior segment syndrome (tass). Cultures were performed and results were negative. The pt has seen a retinal specialist and has received vitreous tap injections. Additional information has been requested. This is the first of three reports being filed for this facility.